Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as to date the lens remains implanted. Other: the device has not been returned for evaluation as it remains implanted. The lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an implanted symfony toric intraocular lens shifted forward in the patient's eye. It was indicated that the patient was a few weeks post-op. Additional information was received and it was learnt that the patient was hyperopic preoperatively and at 1-day post-op, the patient was 20/30. However at 3-weeks postop, the patient was 20/200 pinhole (ph) 20/50. The patient is able to read at near. Refraction is -3.00. Reportedly, the account has a lot of experience with other iol brands and not with the symfony lenses. The account felt that the symfony must have vaulted forward to give the myopic surprise. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.